Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a right tka, the end cap would not unscrew. Another baseplate which was immediately available was opened and used instead. There was no surgical delay and no harm to the patient.